Event description:
It was reported that an accidental disconnection occurred between a titanium adapter and a minicap transfer set and the patient acquired peritonitis. The peritonitis manifested by cloudy effluent and the patient being pyretic. The patient was hospitalized for this event three days after the disconnection. The patient was treated once with heparin (2000 units, route not reported) for the cloudy effluent, once with vancomycin (2 grams, route not reported), and once with amukin (400 milligrams, route not reported). One day later, the patient received remedial treatment with amukin (120 milligrams, once daily, route not reported) for four days. The patient received further remedial treatment with vancomycin (500 milligrams, route not reported) four days after the initial hospitalization and seven days after the hospitalization. The patient received an unknown dosage of augmentin orally eight days after the hospitalization and the treatment was ongoing. The patient was discharged after eight days of hospitalization. The cause of the peritonitis was reported to be the accidental disconnection. It was reported that the patient was recovering and peritoneal dialysis therapy was ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).